Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023, in order to debride the skin and remove the abutment. Subsequently, the patient was hospitalized after the surgery (specific date not reported) and the infection has reported to be resolved. The implanted device remains.